Event description:
It was reported that the ventilator generated continuous high airway pressure alarms while it was connected to a pt. The tidal volumes were varying. The pt's chest moved every 3rd breath when high tidal volumes measured 650-1000 ml. The pt was bagged and the ventilator was exchanged. (B)(4).

Manufacturer narrative:
(B)(4).